Manufacturer narrative:
(B)(4) results of investigation: carefusion tested the ventilator with a known good o2 supply connected. While applying 10 psi of oxygen to ventilator, a leak could be heard coming from o2 blender. Bench testing revealed the inlet port adapter screws were loose. The screws were removed using a 20 ounce torque, and were torqued to 40 ounces. The leak was resolved.

Event description:
The customer reported that the unit has a high pressure oxygen inlet leaking. The customer stated that they could not slow or stop the leak by pushing in on hose at the connection point or tightening hose. This unit was in use on a patient, but there was no harm to the patient. The malfunction was discovered immediately after the flight was over.